Manufacturer narrative:
The insulin pump was unable to download pump history due to pump received stuck in manufacturing mode. The insulin pump had minor scratches on display window and cracked reservoir tube lip noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were unable to download the insulin pump with carelink. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.